Manufacturer narrative:
D2b: pro code (product code) - lit, dqy.

Event description:
It was reported that balloon rupture occurred. During the procedure, a 10 mm x 40 mm athletis balloon catheter was advanced for dilatation. However, before reaching the rated burst pressure, the balloon burst. There were no patient complications reported and there were no further information were reported.

Event description:
It was reported that balloon rupture occurred. During the procedure, a 10 mm x 40 mm athletis balloon catheter was advanced for dilatation. However, before reaching the rated burst pressure, the balloon burst. There were no patient complications reported and there were no further information were reported.

Manufacturer narrative:
D2b: pro code (product code) - lit, dqy the following d4s were updated: d4: model number - 39347-100470, lot number - 30153169, catalog number - 39347-100470, expiration date - 09/14/2025, unique identifier (UDI) # (B)(4). Device evaluated by MFR.: an athletis device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 30 atmospheres. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 25mm distal from the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft and no damaged on the tip identified visually.